Event description:
No information was provided.

Manufacturer narrative:
No information was provided. Once we recieve more information a supplemental will be submitted.

Manufacturer narrative:
Upon further review, it was determined that this medwatch report (3011649314-2023-00708) was submitted in error. The information provided did not indicate that a reportable event occurred. Therefore, this supplemental report is being submitted to address the correction and no further information will be provided for this report. CAPA ca-00016. Manufacturer reference: (B)(4).

Manufacturer narrative:
Correction: h11. CAPA ca-00016 was added erroneously in the previous follow up report 3011649314-2023-00708-1 and is not applicable. Manufacturer reference: (B)(4).